Manufacturer narrative:
Date MFR initially forwarded report to FDA.

Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. One month post procedure the sling and one anchor were removed due to infection and wound dehiscence. Cultures were positive for staphylococcal. The pt's present condition was reported to be okay. Follow up revealed this pt was obese. Risk factors such as obesity, diabetes, and immunocompromised pt's can be predisposed to infection. The pt's infection. A nosocomial staphylococcal infection, may be attributed to risk factors. However, without further details the co cannot determine the exact cause for this event.